Event description:
An adc customer called to request a refund on his meter. During the call the customer reported that he obtained "incorrect results" on his fs freedom lite meter and self-administered insulin based on the readings. After dosing, the customer reportedly experienced symptoms of sweatiness and dizziness, "passed out" and lost consciousness while at home. Paramedics were called and the customer was treated with an unknown IV medication. Customer was transported to a health care facility, diagnosed with hypoglycemia, admitted to the hospital for observation and the unknown IV treatment was continued. The customer did not want to troubleshoot the product issue and no specific readings were reported. There was no report of death or permanent impairment associated with this report.

Event description:
This is a spontaneous report by a physician from (B)(6) of peritonitis in a female patient coincident with peritoneal dialysis (pd) therapy. This is one of multiple reports from the same reporter. In (B)(6) 2010, the patient was diagnosed with peritonitis. Treatment and outcome of the peritonitis were not reported. Action taken with pd therapy was not reported.

Manufacturer narrative:
The customer's product has been requested back for investigation, and a supplemental report will be sent if new information is received.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. This is a final report.